Manufacturer narrative:
(B)(4). The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific received information that this right ventricular lead exhibited loss of capture with asystole for greater than 2 seconds. It was determined the lead had dislodged. An invasive procedure was performed. This lead was successfully explanted and replaced. No adverse patient effects were reported. This lead is not expected for return. Should additional information become available, or if the lead is returned and analyzed, this report will be updated.